Event description:
Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete the peritoneal dialysis treatment.the patient has received a new cycler which is working well and is continuing with pd therapy without issue. The strength of the solution used during the treatment was a heater bag with 1.5% and remaining supply bag of 2.5%. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: follow up 1 g4 missing date 2020-02-14 and e1 missing information which is now populated.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error, make sure heater bag is on heater tray, as well as patient line and drain line alarms. The patient discontinued treatment during dwell 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6073 ml during drain 1 and then drained 4735 ml during drain 2 of the treatment. These drain volumes are 253% and 197% respectively of the patient's prescribed fill volume of 2400 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however it was not available.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. The drooping does not obstruct the view or the functionality of the touch screen. There were visual indication of particulates underneath both pump door catch posts. Although there were visual indications of dried fluid, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A go / no go gauge check was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.